Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported articular insert break and clicking noise cannot be determined. Failure of implant malfunction of a medical implant. Additional surgery surgical intervention that was not planned and needed to be performed in addition to other interventions including surgical ones. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a journey I total knee system was put into patient on (B)(6) 2007. Patient recently came to surgeon complaining of ¿clicking¿ noise. Surgeon scheduled poly exchange. Upon incision, it was found that the post on the articular insert had broken off. No more information was provided yet.